Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead exhibited high thresholds and high impedance during the implant procedure. The lead was never implanted and was replaced. No patient complications have been reported as a result of this event.